Manufacturer narrative:
Customer reported finding 3 loose pads in the strip waste bin of their ichem velocity instrument. The customer cleaned out the loose pads. Service was not scheduled as the instrument was running without any issue. (B)(4).

Event description:
Customer reported finding 3 loose pads in the strip waste bin of their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.